Event description:
It was reported that the device would not interrogate and that there was no magnet response. The device was checked during follow-up one month prior and the device was not at eri (elective replacement indicator) at that time. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.